Manufacturer narrative:
The investigation determined that higher than expected quality control results were obtained on vitros valp and vanc assays on a vitros 5,1fs chemistry system. The assignable cause was most likely instrument related. After completion of maintenance activities performed by ocd field engineer, acceptable performance of both vitros valp and vanc assays was observed. There was no evidence to suggest a malfunction of vitros valp or vanc reagents occured. The root cause of this event is most likely instrument related.

Event description:
The customer obtained higher and lower than expected vitros valp and vanc quality control results when tested on a vitros 5,1fs chemistry system: vitros valp: control l1: 57.7, 88.4, 69.1 and 107.6 ¿g/ml vs. Expected 34.8 ¿g/ml; control l 2: >150.0, >150.0 and >150.0 ¿g/ml vs expected 78.6 ¿g/ml. Vitros vanc: control l2: 11.7, 11.1, 12.2 and 10.0 ¿g/ml vs. Expected 18.5 ¿g/ml; control l3: 15.6 and 15.1 ¿g/ml vs. Expected 32.0 ¿g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).